Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed their pacemaker exhibited post-sensed t-wave oversensing, resulting in high ventricular rate episodes. The pacemaker remained implanted. No intervention was performed. There were no patient consequences reported.